Event description:
It was reported that the patient¿s implantable cardioverter defibrillator (ICD) was alerting. It was discovered during interrogation that the ICD was alerting due to high/varying impedance of the superior vena cava (svc) coil on the right ventricular (rv) lead. Follow-up was obtained that indicated the svc coil was reprogrammed and the alerts were turned off. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).